Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013 that the surgeon used 2.4mm variable angle lcp two-column volar distal radius plate volar narrow for the patient who had a fracture of the distal radius. When the surgeon attempted to insert the screw located in the second line of the distal side by the driver, the screw was broken. The penetrated screw has remained inside of the patient¿s body. During the middle of (B)(6) 2013, the patient felt pain in the dorsal part. During palpation something like the tip of the screw was found. The removal operation will be conducted on (B)(6) 2013. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A device history review was conducted. The report indicates that the review of synthes device history records for lot # 7255853 revealed the 2.4mm ti va locking screw was manufactured by mark two engineering. Po # (B)(4) for (B)(4) parts was inspected to the synthes inspection sheet number (B)(4) revision ¿b¿ on (B)(6) 2013. (B)(4) parts were released to the warehouse on (B)(6) 2013, less one for a weight variance. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Product: hrs. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device by the complaint handling unit revealed deformation of the screw head. The overall condition was described as slightly worn but in working order. This pointed out deformation of the head thread of the locking screws resulted due the contact to the plate threads. The plate shows scratches on the surface and slightly worn threads, the articles were analyzed for conformance to print specifications as well as the device history record was researched, no abnormal findings were identified. No manufacturing related issue was found